Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, treating functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade 1. On an unspecified date in (B)(6), the patient was re-hospitalized with heart failure. Recurrent mr of grade 4 was noted, at a location medial to the implanted mitraclip. The mitraclip was noted to be stable on both leaflets and functioning as expected. The recurrent mr was deemed related to disease progression and unrelated to the implanted mitraclip. A second mitraclip procedure was performed on (B)(6) 2021, with implant of a second clip, medial to the first. The mr was reduced to grade 1-2. Echocardiogram was performed on (B)(6) 2021 and recurrent mr of grade 3+ was noted. A posterior leaflet laceration was noted, caused by the second clip implanted during the (B)(6) 2021 procedure. The clip remains attached to both leaflets, but may have moved on the leaflet. No additional intervention was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) and tissue damage is included in the electronic instructions for use as a known possible complication associated with mitraclip procedures. Based on the available information, the reported migration appears to be due to challenging patient anatomy. The reported tissue damage appears to be due to a combination of challenging anatomy in conjunction with the procedural condition of clip implantation. Lastly reported mr was cascading event of tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.